Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The shock impedance reached an out of range value. Technical services (ts) reviewed the reports and advised troubleshooting actions, such as isometrics. The account is to perform these actions to evaluate lead integrity. The lead remains in use. No adverse patient effects were reported.